Manufacturer narrative:
Literature citation: de andres j, monsalve-dolz v, fabregat-cid g, villaneuva-perez v, harutyunyan a, asensio-samper jm, sanchis-lopez n. Prospective, randomized blind effect-on-outcome study of conventional vs high-frequency spinal cord stimulation in patients with pain and disability due to failed back surgery syndrome. Pain medicine. 2017;18(12):2401-2421. Doi: 10.1093/pm/pnx241. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system from event 2. Other relevant device(s) are: product ID: 977a2 lead, serial/lot #: unknown, ubd: , UDI#: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; please note the lead model of events 1 and 3 is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Abstract: spinal cord stimulation (scs) for patients with failed back surgery syndrome (fbss) show variable results and limited to moderate evidence. In the last years the stimulation of high frequency (hf) has been considered as a better alternative in this pathology for its supposed benefits compared to the stimulation with conventional frequency (cf). The authors compared the efficacy of high-frequency scs (hf) versus conventional frequency scs (cf) on the patients with fbss during a year of follow-up. It was concluded the evolutionary pattern of the different parameters studied in their patients with fbss did not differ according to their treatment by spinal stimulation, with conventional or high frequency, in one-year follow-up. Reported events: four high frequency stimulation patients experienced lead migration during the trial period that required surgical revision at the same time as the implantable neurostimulator (ins) implant. Two conventional frequency stimulation patients experienced lead migration that required replacement during their first year of implant. One high frequency stimulation patient experienced lead migration that required replacement during their first year of implant. No further complications were reported or anticipated.